Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The power and anesthesia control boards were replaced.

Event description:
The hospital reported that the unit alarmed for a system malfunction. There was no report of patient involvement.